Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. The reported patient effect of dissection is listed in the xience xpedition 48, everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional xience xpediton device referenced is being filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat the right coronary artery (rca) with mild calcification and moderate tortuosity. The 3.5x48 mm xience xpedition stent was implanted and a distal edge dissection was noted. To treat the dissection a 3.0x18 mm xience xpedition stent was implanted; however, a dissection was noted again. Ultimately a 3.0x12 mm xience xpedition stent was implanted to treat that dissection. There were no adverse patient sequela. No additional information was provided.